Manufacturer narrative:
Exact date unknown, event occurred two to three months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing ineffective therapy. It was also noted that the patients stimulation changes with posture. The patients ipg was not holding a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively. Explanted ipg will not be returned.